Event description:
Implant carrier fractured during implantation of a dental implant. Implant could not be placed. No new implant placed.

Manufacturer narrative:
User should have consulted IFU to prevent this from happen. Fracture was caused by mechanical overloading of the carrier.